Event description:
Customer alleged the seat is starting to crack on the underside right in the middle from front to back. Also stated the seat that sits on the outside of the tube is also cracking from the underside front to back outside of the legs. Replacement #(B)(4). No injury alleged.

Manufacturer narrative:
The consumer is a (B)(6) male. The consumer's preexisting medical condition states that he is a double amputee. The consumer's medication regimen is unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The consumer stated that the seat of the transfer bench is cracking underneath on the transfer side of the bench. Invacare is sending the consumer a replacement bench. No RMA has been issued for this incident. No injury alleged.